Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds however it ruptured at 12 atmospheres on the first inflation. The ruptured balloon was completely removed from the patient. The device was then checked and it was confirmed that the balloon had ruptured. The procedure was completed using a 2.5mm x 12mm nc quantum apex balloon catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a stopcock attached to the hub. Visual and tactile inspection was performed. There was blood and contrast in the inflation lumen. There were numerous kinks and bends on the hypotube. The balloon and shaft were inspected under magnification. There was a balloon pinhole located 15mm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to the lesion. The balloon was inflated for 10 seconds; however, it ruptured at 12 atmospheres on the first inflation. The ruptured balloon was completely removed from the patient. The device was then checked and it was confirmed that the balloon had ruptured. The procedure was completed using a 2.5mm x 12mm nc quantum apex¿ balloon catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).